Event description:
It was reported that there were boot up issues with the 9800 system. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. Evaluation is expected and information received will be reported as required.